Event description:
During an endoscopic ultrasonography (eus) procedure, the physician used a cook echotip ultra fiducial needle. The needles handle broke. The handle let go after being inserted into the tumor. The needle was in the tumor and when the physician went to retract the needle, it wouldn't go back into the catheter. A second needle was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states,"needle must be retracted into sheath and thumbscrew on safety ring must be locked to hold needle in place prior to introduction, advancement or withdrawal of device." "Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." "Device may not be used prior to training by manufacturer." "Slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Note: bends or kinks in needle caused by improper introduction may result in the inability to deploy fiducials." ''The needle tip can slowly be retracted and advance into another site to place additional fiducials as needed." The instructions for use state, "attach device to accessory channel port." The instructions for use also cautions the user that, "failure to attach device prior to needle adjustment or extension may result in damage to endoscope." Attaching the needle to the endoscope will also aid in preserving the device integrity and function. It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. This contribute to advancement and/or retraction difficulties. Kinks in the needle can occur if the device experiences excessive pressure during product handling/preparation. Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.